Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter was experiencing a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 9:00am. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. By 12:46pm on the same day, the patient claimed to have developed symptoms of being "shaky" and shortly after, self treated with food/drink in response to the symptoms. During troubleshooting, the cca walked the patient through proper coding procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 (05/15/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.